Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter was entrapped on the guidewire. A 7x80x130 eluvia self-expanding stent and non-bsc guidewire were chosen for use. The eluvia stent was successfully implanted in the superficial femoral artery (sfa). Upon removal of the stent delivery system, severe resistance was noted with the guidewire. The stent delivery system could not be removed from the non-bsc guidewire, so they were removed together from the patient. The procedure was completed, and no patient complications were reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter state: (B)(6). Device analysis by MFR: the returned device consisted of an eluvia self-expanding stent system with a 0.035 guidewire stuck inside. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The handle was x-rayed and no additional damage was found. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the catheter was entrapped on the guidewire. A 7x80x130 eluvia self-expanding stent and non-bsc guidewire were chosen for use. The eluvia stent was successfully implanted in the superficial femoral artery (sfa). Upon removal of the stent delivery system, severe resistance was noted with the guidewire. The stent delivery system could not be removed from the non-bsc guidewire, so they were removed together from the patient. The procedure was completed, and no patient complications were reported.